Event description:
It was reported that during an unknown procedure, after firing, the clips did not hold on the arteries and duct. The case was completed with a like device. No adverse consequences reported.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.